Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that her patient just completed the ultra kit protocol, where she completed the final in-office treatment on (B)(6) 2018. The next day morning, the patient woke up with swollen lips and blisters on her lips/gums. Advised dentist to inform the patient to discontinue use of the kor desensitizer permanently, and that the patient can see her general practitioner to help with any symptoms. The dentist already advised the patient to take benadryl, which has helped, but the patient still had some swelling and blisters. Followed up with dentist on (B)(6) 2018, who reported that the patient saw her general practitioner who prescribed steroid to help with any lingering inflammation. Patient returned to normal.